Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient or user involvement and no adverse patient/user impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. The j1 and j2 connectors were found to be excessively loose, especially j1 pins 7 and 8.